Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. E1-address- (B)(6). Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: error in defogging function. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: abnormal color due to component failure of the universal cord and error in defogging function due to component failure of fog-free function. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed an abnormal color. The issue occurred during a therapeutic celioscope procedure, which was completed with the same set of equipment. The event occurred while the patient was under sedation. There were no reports of patient harm.